Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient came in complaining leg length discrepancy. Scheduled for surgery to correct issue.

Manufacturer narrative:
An event regarding a limb length discrepancy involving a ceramic head was reported. The event was confirmed through the medical review. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "low stem implantation after a femoral neck fracture caused a symptomatic leg length difference requiring surgical correction by exchange for a longer femoral head." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event was determined to be related to low stem implantation. There was no evidence of a device related issue identified through the medical review. No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient came in complaining leg length discrepancy. Scheduled for surgery to correct issue.